Event description:
Caller states the patient tested 4.2 inr, 2.8 inr, and 3.0 inr on the coaguchek xs plus system during duplicate testing. Patient was treated on 3.0 inr result. No adverse event reported. Requested return of suspect system and replacement was sent.